Event description:
The customer reported that approximately 2 months after changing from hospira sets to carefusion, they have noticed an increase in docetaxel reactions with their patients. The report suggests that 20 to 40 minutes into the infusion, the patient complained of difficulty breathing, shortness of breath, generally not feeling well and low blood pressure. Sanofi (manufacturer of docetaxel) has advised the customer that they have not seen any deviations or anomalies in their manufacturing records and have received no other reports of an increase in patient reactions to docetaxel. The hospital has also confirmed that there have been no other changes in their clinical practice within that time.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed. During a site visit by carefusion representatives the customer indicated that the recent increase in the reported drug reactions appears to coincide with summer environmental temperatures. Reconstituted drugs were not being stored in the refrigerator during this time as indicated in the direction for use.